Event description:
Pt reported obtaining results of 284 mg/dl and 140 mg/dl (duration between readings was not provided), while using the suspect device. Pt reportedly delivered insulin, based on these results (amount not provided). Pt reportedly lost consciousness, and emergency medical services were summoned, on his behalf. Pt indicated that, upon paramedics' arrival (2 hours after previous reading of 140 mg/dl), his blood glucose measured 22 mg/dl, on paramedics' blood glucose monitor, and 65 mg/dl, on the suspect device. Pt was reportedly given glucose (type and route of administration not provided), by paramedics, after which he regained consciousness. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.